Event description:
It was reported that the patient was seen in the emergency room after receiving multiple shocks. The superior vena cava (svc) coil of the right ventricular (rv) lead had high impedance and a fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154vrc implantable cardioverter defibrillator, (B)(6) 2006. This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. We also received performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.